Event description:
Six laparotomy sponges (18x18) were in the pack, when there should have been only five. This increased the risk of a retained sponge. The sponges were passed off the field and replaced with pack of five. The sponges and custom pack label were sent to materials management to contact the manufacturers.